Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the heater line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during fill one of six while the patient was connected. The technical service representative (tsr) had the patient wiggle the frangible of the heater bag, slide the clamp down the heater line, and pull on the lines next to the cassette door. The tsr advised the patient to start over with new supplies. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.